Event description:
It was reported that the coating of the guidewire started flaking during use. No medical intervention was reported.

Manufacturer narrative:
The reported event could not be confirmed. It was unknown whether the device met specifications since no sample was returned for evaluation. The product was used for treatment purposes. A potential failure mode could be ¿coating sloughs / scrapes or rubs off¿ with a potential root cause of ¿inadequate material selection, and/or bonding between layers, degradation¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿released 2 english bard® guidewires information for use description: guidewires are used to provide access and facilitate passage of endourological instrumentation during urological procedures. Hydrophilic guidewires are offered in many different configurations that include: sizes (lengths and diameters), tip designs, and stiffness. The bard® nicore¿ wire has a nitinol core and a hydrophilic coating. The bard® hydro-glide¿ stainless steel guidewires are available with a hydrophilic coating. Indications: bard® guidewires are indicated to provide transurethral and/or percutaneous access into the bladder, ureter or renal pelvis. Contraindications: there are no known contraindications warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Use extreme caution when using a laser, making sure to avoid contact with the wire. Direct contact could result in damage / breakage to the wire. Attention should be paid to guidewire movement in the urinary tract. Before a guidewire is moved or torqued, tip movement should be examined under direct vision or fluoroscopy. Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Sufficient guidewire length must remain exposed to maintain a firm grip on guidewire at all times. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention. This is a single use device. Do not resterilize any portion of this device. Reuse and/ or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: should be used only by physicians thoroughly trained in endourological guidewire techniques." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was confirmed. A bard nitinol guide wire was returned and an evaluation was completed on 04aug2020. The art was examined visually. No evidence of flaking of the coating was found and the actual coating appears intact; coating presence verified by feel test. Jacketing of guidewire was peeled away from base wire. Jacketing showed evidence of being torn off of base wire: multiple torn holes in the area surrounding the major tear as well as stretching and bunching of the jacketing. Jacketing appears intact along remainder of guidewire . As the evaluation showed the jacket had been removed from the wire, it appears that the complaint was actually against the jacketing coming off instead of the guidewire coating. According to sample evaluation conclusion, probable cause of this is the forcible insertion or extraction from the tubing after the jacketed wire had been caught on part of the tubing. The exact cause cannot be determined as the evidence was inconclusive as to exactly how, and at what point of the process the tearing took place; again, the evidence suggests it was during either insertion or extraction. Detection of this issue would be difficult as the opacity of the tubing would help conceal the flaw during a visual inspection. The issue would be completely undetectable if it was caused at extraction as this would have occurred after final inspection". Another potential root cause could be due to "improper material selection/geometry". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Use extreme caution when using a laser, making sure to avoid contact with the wire. Direct contact could result in damage / breakage to the wire. Attention should be paid to guidewire movement in the urinary tract. Before a guidewire is moved or torqued, tip movement should be examined under direct vision or fluoroscopy. Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Sufficient guidewire length must remain exposed to maintain a firm grip on guidewire at all times. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." Correction: d10, h3, h6, additional event information.

Event description:
It was reported that the coating of the guidewire started flaking during use. No medical intervention was reported. Per sample evaluation as the supplier evaluation showed that the jacket came off the wire.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the coating of the guidewire started flaking during use. No medical intervention was reported.